Manufacturer narrative:
A filter test was performed on this handpiece. The handpiece passed the filter test.

Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, the physician saw particulate enter the patient's eye.